Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed pm. Replaced dim u4 on display board. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/23/2015 to the present date 01/20/2021 and note that this device has been returned for service 2 times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service was unable to determine the proximate cause of the reported issue. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1143616 for dim u4 display segments.

Event description:
It was reported that the device failed preventive maintenance for a calibration error. There was a pump module failure. The new vpmr (volume per mechanical revolution) is out of range - 152.9. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/23/2015 to the present date 01/20/2021 and note that this device has been returned for service 2 times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventive maintenance due to a calibration error. There was a pump module failure. The new vpmr (volume per mechanical revolution) is out of range 152.9. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance due to a calibration error. There was a pump module failure. The new vpmr (volume per mechanical revolution) is out of range - 152.9. There was no patient involvement.